Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The malfunction occurred during the night, followed by the pump battery dying, but when the pump was plugged into a power source, it turned on without showing the malfunction code. Customer was provided with pump reset information and assisted in resetting the device; the malfunction code did not recur. Customer was advised to contact support again if the issue reappeared and chose to fill and load a new cartridge independently.